Event description:
It was reported during a therapeutic endoscopic submucosal dissection (esd) procedure, black cracks and damage appeared on the side of the white ceramic part of the distal end during esd mucosal incision. There was no report of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, the reported event is suggested to have occurred due to the following mechanism: 1) the electrode melted due to a spark discharge, and the melted electrode adhered to the tip. 2) during output activation, a spark discharge occurred between the electrode and the melted electrode adhering to the tip, causing the tip to melt and form a dent. A likely cause of the malfunction identified could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device

Event description:
No additional information received from customer.